Event description:
The hosp reported that a receiver module failed to alarm. The failure occurred during the hospital's test of its modules in response to spacelabs module field corrective action instructions.

Manufacturer narrative:
A spacelabs field service engineer analyzed the device on site. After removing the module from its housing for 20 minutes, the module resumed normal operation. The module's behavior fits the lock up behavior that is the subject of spacelabs' current corrective action. The unit at issue in this MDR and the other units in the hospital's possession have all now received the software update.